Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The event date is unknown. As such, the 1st day of the alert month has been entered as the event date (B)(6) 2018). Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a two thermocool smart touch electrophysiology catheters and a sterilization compromised issue occurred. There were no patient consequences. The sterilization compromised issue has been assessed as MDR reportable. Upon opening the packaging, it was noted that the catheters were not properly secured. The pouch's were not damaged and the catheters were pre-shaped. There were no lifted or sharp rings and no wires exposed were noted on the catheters it was determined that sterility was compromised. Physician decided against using the catheters.